Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted there was a big chunk of tissue on helix. This is related to the complaint, but tissue on helix is not the lead performance failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and measured small p-waves. Chest x-ray confirmed lead dislodgement. During the revision, a large amount of tissue was noted in the helix and it was unable to be removed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.